Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has not recorded several boluses that he knows he programmed. The customer stated that this has been going on for two weeks. Troubleshooting was performed, and the insulin pump did record the programmed bolus. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.